Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of the light guide was difficult to enter was confirmed, the light processor or light source, connector output socket is broken and cannot be connected. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when using the visera elite ii video system center, the light guide was hard to enter, and the light guide ring remains in the scope socket and cannot be connected. The event took place during pre-use inspection. The name of the intended procedure is unknown however, the intended procedure was diagnostic. There was no patient or user harm was associated with this event. The subject device was subsequently evaluated by olympus. The evaluation confirmed the output connector is broken but the connection is possible. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide ring remains in the s socket and cannot be connected occurred because the light guide was damaged and the ring of the ride guide remained in the s socket. The cause of the damaged light guide could not be identified. Olympus will continue to monitor field performance for this device.